Event description:
It was reported that, prior to starting a robotic laparoscopic right hemicolectomy procedure, while the team was inserting the instruments to begin the procedure, the surgeon could not move the instrument connected to an arm cart assembly(aca) from the surgeon console(sc). The instrument was tested in another aca, and functioned normally. The team attempted to undock and dock again, and the sterile interface module (sim) was checked, but the inability to move the instrument persisted. The aca was restarted and the sim was changed, after which the system worked. It took 15-20 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.